Event description:
A health care professional reported that an implantable collamer lens was implanted into the patient's eye. A possible exchange was noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5 - a healthcare professional reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. Lens was explanted and later replaced with a different power lens of same model and length. The problem resolved. The cause of the problem was reported as unknown. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).